Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements upon review at routine follow-up. All other lead measurements were within normal limits and no other anomalies were observed. The physician elected to perform a revision procedure at which time the impedance measurements remained high. The lead was surgically abandoned and device explanted, both products were subsequently replaced without consequence. No adverse patient effects were reported.